Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon and was not returned for analysis. The balloon cone profiles were reviewed and several kinks across the length of the balloon were noted. However, the balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings were evident on the exposed portion of the balloon wall indicating crimp contact between the coated stent and balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinking on the hypotube shaft and the shaft itself was broken 1040mm proximal from the midshaft to hypotube bond. The manifold was not returned with the device for analysis. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 08-aug-2016. It was reported that crossing difficulties were encountered. Angiography was performed which revealed a >90% stenosed target lesion located in the calcified left circumflex (lcx) artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a non-bsc balloon catheter, a 28 x 2.75mm taxus¿ liberté¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed, dilatation was performed again at a high pressure, and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent detachment and hypotube break.